Event description:
When the device was used during a wedge resetion (chest surgery) procedure, after firing the stapler, the surgeon made a cutting line by scalpel. The surgeon then realized there was no staple line in the tissue, so bleeding occurred. He sutured to achieve hemostasis.